Event description:
A (B)(6) patient called in to zoll lifecor customer support to report that her monitor was instructing her to call zoll with an error code 204. The patient was sent a replacement monitor and electrode belt.

Manufacturer narrative:
Device manufacture date. Monitor sn (B)(4): 07/2009. Electrode belt sn: (B)(4): 07/2009. Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Unable to duplicate reported problem (error code 204 - monitor/electrode belt communication issue). The root cause of the monitor/electrode belt communication error has not yet been identified. Electrode belt sn (B)(4) has not yet been returned to zoll. A supplemental report will be sent upon receipt and evaluation of electrode belt.